Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was returned and analyzed and no anomalies were found. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2012. D314trm implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was septic with recurrent (B)(6) bacteremia infections with suspected cardiac device infection and infected av fistula for hemodialysis. A transesophageal echocardiography (tee) noted vegetation on the coronary sinus lead and tricuspid valve. Blood cultures and cultures from tip of leads were (B)(6). The implantable cardiac defibrillator (ICD) and leads were removed. The patient is a participant in the (B)(4). No further patient complications have been reported as a result of this event.